Event description:
It was reported that during investigation, the motor drive unit presented a blade stall error, overheating of the housing and stiff drive fork when rotated.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. A visual inspection found a discolored cable. This is a cosmetic issue that does not affect device functionality. A functional evaluation revealed a blade stall error and overheating of the housing. Further evaluation revealed the drive fork was stiff when rotated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. </p><p style="text-align: justify;">the root cause has been associated with mechanical component failure. Factors that could have contributed to the failure include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. No containment or corrective actions are recommended at this time. ;</p><div>;</div>